Event description:
It was reported that the patient experienced an infection. The entire system was explanted. No additional adverse patient effects were reported. Related medwatch # mw5120026. Additional medwatch # listed mw5120027, mw5120028.

Manufacturer narrative:
Note: serial #s for the devices, manufacturer for the right ventricular (rv) lead and pacemaker were not provided.